Event description:
Customer reported damage to the pump's housing and usb port, impacting the ability to charge the pump. The customer's blood glucose level was reported as 6.9 mmol/l, which is within the normal range. Technical support decided to replace the pump, but information about customer communication and further actions was not provided.